Event description:
Pt reports the pump is resetting itself without user intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed. No conclusions can be made at this time.